Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. The console logs from the reported day of event are consistent with the complaint and showed an alarm (impella defective) during boot-up, presumably while the pump was not connected to the console. Several power-cycles were performed, but the issue was not resolved. Analysis of console logs prior to the reported event revealed that on the same day the console failed to detect the pump being disconnected (which was verified in real time logs) and as a result was unable to be shut down (as the console would not allow to be shut down with the pump attached). There were also some communication issues (framing errors) days prior to the event. After console arrived for investigation, the issue was reproduced. Because the evidence contained in the console logs pointed to impellatronic malfunction, the board was temporarily replaced with a known-good one, and the issue was resolved. After impellatronic was replaced, the console successfully passed functional check. The cause of the controller alarm was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. There was no reported patient involvement.